Manufacturer narrative:
The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in inappropriate therapy the noise could be reproduced by manipulating the lead near the connector block. Fluoroscopic imaging confirmed there was no evidence of lead damage. Surgical intervention was performed and the connection between the device and lead were confirmed secured. The device was explanted and replaced without incident. There was no artifact on the chronic lead and new device confirming the issue was with this s-ICD. It is suspected that the connector block of this device is defective.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The clinical observations could not be confirmed via laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in inappropriate therapy the noise could be reproduced by manipulating the lead near the connector block. Fluoroscopic imaging confirmed there was no evidence of lead damage. Surgical intervention was performed and the connection between the device and lead were confirmed secured. The device was explanted and replaced without incident. There was no artifact on the chronic lead and new device confirming the issue was with this s-ICD. It is suspected that the connector block of this device is defective.